Event description:
Site reported that they experienced intermittent loss of optical tracking. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Pt information unavailable as no pt was involved in this concern. Per RMA, a ne camera evaluation found tracking to be normal throughout the volume during two functional tests. Passed aak test at .24 mm with minimal line separation of .03 mm. The psu was found to be fully functional. Operating room lights were most likely causing the issue by refracting the light from the camera off of the spheres.